Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed september 3, 2015.

Event description:
Per the clinic, the device was explanted on (B)(6), 2015, due to a loss of connectino to the internal device.the patient was reimplanted with a new device during the same surgery.